Manufacturer narrative:
Hardware low level failure alarm confirmed in the pump history due to broken trace. Unit received with same audio tone when switching from volume 5 to volume 1 due to problem isolated to the electronics assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. Customer's blood glucose level was unknown. Customer states audio issue was confirmed at the time of call. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.